Event description:
I had the essure device inserted at my gynecologist's office on (B)(6) 2016. I had severe pain while it was being inserted. I continued to have pain that week and went to a CT scan of the abdomen on (B)(6) 2016. The CT scan showed that the inner part of the right insert had come out of the coil and was floating in my abdominal cavity. I have intermittently been having sharp/stabbing lower abdominal pain and pelvic/vaginal pain since the procedure (I have not had any pain like this previously). I am scheduled for another procedure at the end of (B)(6) to see if the essure was successful and if not, will be getting a tubal ligation so I can have an add'l gynecological procedure. Will be following up with physician regarding continued pain also. Device migration was reported to bayer by physician.